Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for obsessive compulsive disorder (ocd) and movement disorders. The patient reported that since (B)(6) 2017, every time they charge the ins it felt like it gets hot and "almost felt like it was burning but wasn't." The caller also reported that they start itching while charging. The patient reported that the itching first became an issue at the end of (B)(6), after their healthcare provider (hcp) changed them from a 4 to a 6. The patient reported that after that change, they started itching frantically all over. The patient reported their hcp was lowering the medication they were on, so they thought that the patient was having withdrawals or it was from the ins. The patient reported the hcp put them on an anti-itch medicine vistaril up to 100mg 3x/day. The caller reported taking it for a month and then could not take it any more. The patient reported staying in the hospital overnight and that their hcp brought them down to a 5 with their programmer. The patient reported that the hcp instructed them to continue taking the vistaril, but only 25mg at night to help them sleep. The patient reported they were not itching like they were, but it still itched while recharging. The patient reported that while charging, they lay back in bed and that in order to get 6-8 coupling bars, they had to have the antenna right on the skin. The patient reported that charging was taking them 1-2 hours a day, where it used to only take 20-30 minutes. The patient reported that they saw their charging had changed as well. The caller also reported that they broke out into hives under both armpits. The caller reported having scratch like marks on their back from scratching. The patient reported that the spot wasn't itchy but there were bumps. The caller reported that the bumps were going away now and they were barely visible. The caller reported that it did not itch where they broke out, nor does it itch where they charge, but itches everywhere else. No further patient complications have been reported as a result of this event.